Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire and the torque device were returned for analysis. The microcatheter used with the guidewire was not returned. Visual examination of the returned device revealed that the guidewire was received in two fragments: the proximal fragment was measured to be approximately 71.0cm in length and the distal fragment was approximately 109.8cm in length. Magnified examination of the fracture site showed the core wire was fractured. Sem was performed on the proximal and distal separation sites. Sem analysis showed no evidence of inclusions or material anomalies. Sem (scanning electron microscopy) analysis indicated that the fracture likely occurred due to handling (pushing/pulling/torqueing) of the guidewire during the procedure. It was reported that the guidewire broke without any error of handling from the medical staff, no anomalies were noted to the device prior to use, and the vasculature was not tortuous. Based on the information available and the result of the investigation, an assignable cause of handling damage has been assigned to the reported and analyzed guidewire break. The guidewire was also found to be bent at 12.0cm proximal to the fractures site, kinked on its distal section at 2.5cm from its distal tip, and also bent on several places along its length likely due to excessive manipulation. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was found to be scrapped off on several places on the guidewire proximal 10.0cm section. Per the device dfu, "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire."

Event description:
It was reported that during procedure at the middle cerebral artery (mca) with a guidewire (subject device), the guidewire broke at mid-length. When removing the guidewire, the distal half part remained in the microcatheter. The microcatheter was removed by using a double light balloon eclipse under suction. No clinical consequences to the patient was reported.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure at the middle cerebral artery (mca) with a guidewire (subject device), the guidewire broke at mid-length. When removing the guidewire, the distal half part remained in the microcatheter. The microcatheter was removed by using a double light balloon eclipse under suction. No clinical consequences to the patient was reported.